Manufacturer narrative:
(B)(4).

Event description:
It was reported with limited info that in the adult ICU, the tip of the swg fractured and was evident in the pt's insert. A drum catheter was then inserted to remove the foreign body. There was no reported delay, death, or complications to the pt as a result of this occurrence.